Event description:
During prep the catheter splines would not present a flower formation. The catheter was removed and replaced with no harm to the patient. Manufacturer response for pulsed field ablation catheter, 31mm farawave pulsed field ablation catheter (per site reporter).